Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the buttons have to be pressed multiple times to elicit a response from the keypad.